Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The device did not communicate when it was received. The device was found to have a depleted battery. Based on programmed parameters and device usage, a longevity calculation was performed and found to be below normal limits. No high current drain sources were found during bench, automated electrical, temperature, and humidity testing. The battery was sent to the vendor for further analysis. The cause for the premature battery depletion could not t conclusively be determined.

Event description:
It was reported that the patient presented to the clinic after receiving a vibratory alert. Interrogation revealed that the device was in backup vvi mode. The device was explanted.